Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not turn on. The battery was removed and reinserted. The programmer turned on but the battery would not charge. It was recommended that the battery be replaced. The programmer remains in use. There was no patient involvement.